Event description:
It was reported that during an unknow procedure a post operative bleeding has occurred. When they have experienced bleeding, it was usually when doing small bowel to large bowel. Patient had required transfusions.

Manufacturer narrative:
(B)(4). Date sent 7/9/2025. D4 batch # unk. B3: only event year known: 2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the nurses experience with the device? Were there any issues with device use/firing? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Would the surgeon like to speak to ethicon? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 7/23/2025. Additional information: I am unclear as to why all this information is being required of us. We have used these staplers for years in a variety of both elective and emerging cases without any concerns to speak of. We're now seeing a significant number of events with bleeding from the staple line during procedure in addition to post-operative bleeds. I can't speak on behalf of all the other surgeons. In my particular cases, as is the case for most right hemicholectomies, chemotherapy pre-operatively is not the stand of care and as such I would say this was not the case. The intraoperative bleeding from our cases was minimal at best. None based on review of my cases and those of my colleagues required transfusions intraoperatively. Two of the patients who were mine, develop. Post-op-day 2. Lead from the anastomosis, one of which had resulted in a leak requiring multiple drain procedures. As I had mentioned to your colleagues, these cases all utilized the open stapler. There has been no issues to my knowledge with the eea and or the laparoscopic bowel stapler/vascular stapler I hope this helps. I'm happy to set up a zoom call with all stakeholders to review our concerns with the hope that they have been remedied such that we can go back to using your product.